Event description:
Generator product analysis was completed. The generator was returned due to a failure to program and suspected generator issue. Review of the as-received data revealed that premature end of life, or eol, was noted the day after attempted implantation. The reboot counter was found to be set at 2 and the reboot reason was found to be due to a bor (brown out reset). The vbat_low indicator revealed the battery was at 3.28 v the day after the attempted implant, indicating that the generator was likely in a high current state. The eol condition was not duplicated in the product analysis, or (B)(6), lab. Burn marks were identified on the generator can, indicated that the generator may have been exposed to an electro-surgery tool. The cause of the eol condition was likely due to a asic latch-up condition. Electrical tests revealed that the generator performed according to functional specifications. Other than the noted event, there were no performance or other adverse conditions found with the generator.

Event description:
It was reported that during a prophylactic generator replacement surgery for the patient, the replacement sentiva was able to be interrogated and have the patient's information programmed. However, once the generator was connected to the patient's vns lead in the sterile field, multiple programming systems were unable to interrogate the device. A second sentiva generator was opened and implanted. A review of device history records revealed that the generator passed quality control inspection prior to distribution. The suspect generator has been received by the manufacturer and is pending product analysis. Based on the initial review of the returned product, it was found that the generator could be communicated with as received. Two reboots were detected and the most recent was associated with voltage dropping below ¿1.9 v. This is a similar as seen in other m1000 generators where an asic latch-up occurred due to suspected electrosurgical tool usage. However, this has not been confirmed as the cause. Review of the tablet data received revealed that only one tablet had programming and diagnostic data for the device and this was prior to the failure to communicate and prior to the connection of the vns lead. Review of the other tablet's data logs revealed multiple instances of a 128 and a generator not found message. No additional relevant information has been received to date.